Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 224 mg/dl at the time of incident. The customer's blood glucose was 166 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer stated that he had high blood glucose of 472 mg/dl, 431 mg/dl and 438 mg/dl. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer was unable to perform high pressure test at the time of call. The customer was advised customer to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.